Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received two non-isolated inappropriate shocks due to oversensing of low amplitudes and t wave oversensing. Both shocks were in secondary and primary vectors. Troubleshooting was performed and all vectors were reviewed during exercise however, the change in amplitude could not be re-created. The device was programmed to alternate vector. At this time, the electrode remains in service. No additional adverse patient effects were reported.